Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 19631734. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7074985. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 18727469. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 19312012. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 19312012. Brand name: linear st, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7106616. Brand name: na, upn: m365sc3354250, model: sc-3354-25, serial: (B)(6), batch: 7070127.

Event description:
It was reported that the patient experienced lack of pain relief from the spinal cord stimulator (scs). The patient underwent a procedure where the scs system was removed. Post operatively, the patient was recovering without any issue. The explanted devices will not be returned as they were retained by the medical facility.